Event description:
Reportedly a 2800, 25mm valve was explanted after an 84 month implant duration due to stenosis found through echo. The device is available for return and it will be returned by (B) (6). No additional information is available at this time.

Manufacturer narrative:
Evaluation summary: heavy intrinsic and extrinsic calcification is detected in the cusp area of all three leaflets. Calcification is heavy in the free margin of leaflet 2, and moderate in the free margins of leaflets 1 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 3-4mm. Minimal host tissue overgrowth fused the free margins of leaflet 1 and 3 at commissure 1 by 3mm at the outflow aspect. The x-ray demonstrates calcification. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4)sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.